Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in okinawa, japan. A livanova field service representative investigated the device and confirmed the reported failure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a electrical venous occluder (evo) gave an error message associated to the shaft encoder during a procedure. Despite rebooting multiple times, it didn't improve. The procedure was completed manually without using the device. There was no report of patient injury.

Manufacturer narrative:
H10: the device was returned for investigation at the manufacturer site. The failure could not be reproduced during functional tests. However, the potentially involved parts, which are ribbon cable and encoder, will be replaced. The most likely root cause of the reported issue is an intermittent faulty connection between the encoder board and the ribbon cable.

Event description:
See initial report.